Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the plunger overrides the optics of the lens; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported during the intraocular lens implantation while advancing the injector, the plunger "overrides" the optics of the lens. Additional information has been requested and received stating that there was patient contact with the product but no harm to the patient. The procedure was completed using another injector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).